Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon was placing a clip on the cystic duct and the cable snapped. A replacement was used for the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: site is currently educating staff to reduce improper reprocessing and or handling of instruments. So far, it appears that staffs are doing things properly. The instrument was inspected prior to use with no damage noted. The clip applier failed when maneuvering to place a clip on the vital structures of the gallbladder after insertion. The cable snapped while articulating the wrist to place clip. The issue was not related to clip applier jaws remaining static/not moving when the surgeon commanded movement. The issue was not related to unexpected motion of the clip applier while attempting to clip. The issue was not related to an unsuccessful clip application as the issue occurred when the surgeon was moving the wrist. Large purple clips were used for the procedure. The vessel was regular size as instructed in the instructions for use (IFU). It was not known to how many times the subject clip applier had been used during the case when the incident occurred. Customer opened two clip appliers per gall bladder, so they continued with the other one. No photos or videos available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The large clip applier instrument was analyzed and found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the clamping pulley. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation found related to the reported complaint included: the instrument was found to have a loose grip cable at the grip hub.